Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak at the tubing through pinch valve vl46b. The fse replaced the tubing, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak at the differential module of the coulter lh 780 hematology analyzer. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.